Manufacturer narrative:
Medtronic received notification of a literature article entitled: "bail-out pull-through pull-back technique for accidental coverage of the left common carotid artery during thoracic endovascular aortic repair" homare okamura, mamoru arakawa, yuichiro kitada, atsushi miyagawa, and hideo adachi journal of endovascular therapy 1¿5 doi: 10.1177/15266028211036482. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion was used along with non mdt devices for the endovascular treatment of an acute type b aortic dissection with a pate nt false lumen. CT had revealed enlargement of the descending aorta and proximal progression of the aortic dissection . Therefore, tevar with bypass and intentional lsca coverage was performed. During the procedure, the lcca-left axillary artery bypass using a 7-mm non-mdt vascular graft was performed immediately prior to tevar during the same operative session. The right femoral artery was used as the main access site. A guide wire was advanced into the ascending aorta, and angiography was performed using a catheter inserted from the exposed left axillary artery. Initially, a 24mm×80mm non-mdt graft was deployed into the mid-descending aorta owing to a discrepancy between the aortic diameters of the proximal and distal landing zones. Subsequently, a 34mm×182mm valiant navion stent graft without a bare stent was advanced into the proximal aorta. However, the stent graft was deployed more proximally than originally planned because of sudden dislocation of the graft in the direction of the proximal aorta at the moment the stent graft finally exited the delivery device, a phenomenon referred to as stent graft jump. Therefore, the origin of the lcca was unintentionally covered by the proximal edge of the stent graft. The left axillary artery was exposed for the bypass, and a 0.035-inch guide wire was advanced to the ascending aorta. A non-mdt vascular retriever was advanced over the wire via the femoral artery, and a pull-through form was created between the left axillary and femoral arteries. The pull-through guide wire was gently pulled, and only the greater curvature of the proximal end of the stent graft was displaced distally as a bail-out procedure angiography confirmed restoration of antegrade blood flow, and the lesser curvature of the proximal end of the stent graft remained appropriately positioned. Finally, the proximal lsca was occluded postoperative course was uneventful, and the patient was discharged 8 days postoperatively. Postoperative CT confirmed preserved blood flow into the lcca without an endoleak. Follow-up CT performed 6months postoperatively revealed no endoleak or stent migration. No apparent adverse events with regard to stent graft stability have occurred.